Event description:
It was reported that during the ttm treatment, the arctic gel cooling kit flow rate was decreased with low flow alarms. Customer thought that it could be a device problem and had changed the device from serial number (B)(6) to serial number (B)(6), however the low flow alarm occurred again. After all the customer effort, the gel pad was changed and the problem was solved. As per the last low flow result report, it was caused by overheating of materials during lamination process. It was stated that the low flow issue occurred immediately after the ttm treatment started, and the patient core temperature was measured normally.

Manufacturer narrative:
The reported event was unconfirmed - product met specifications. Visual evaluation of the returned sample noted one opened (no original packaging present), small arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no obvious defects. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the ttm treatment, the arctic gel cooling kit flow rate was decreased with low flow alarms. Customer thought that it could be a device problem and had changed the device from serial number (B)(4) to serial number (B)(4), however the low flow alarm occurred again. After all the customer effort, the gel pad was changed and the problem was solved. As per the last low flow result report, it was caused by overheating of materials during lamination process. It was stated that the low flow issue occurred immediately after the ttm treatment started, and the patient core temperature was measured normally.